Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and failure to capture. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing was normal. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. The reported event of dislodgement was not confirmed.

Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited failure to capture. X-ray imaging was performed and revealed a dislodgement of the rv lead. The lead was explanted and replaced. During the procedure, the lead's helix failed to to retract. The patient was in stable condition.